Manufacturer narrative:
The pump remained in use supporting the patient at the time of this event. A correlation between the device and the reported stroke and gi bleeding could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted into the hospital on (B)(6) 2014 for stroke symptoms including facial asymmetry and left sided weakness. The patient¿s international normalized ratio was above 8, so heparin was not administered. It was also reported that coincidentally, a gi bleed was suspected at the time due to a drop in the patient¿s hemoglobin, which was below 6 g/dl. The patient was transfused with several units of blood and underwent several upper and lower gi endoscopy procedures. An ileocolic artery bleed in the right lower quadrant was located and coiled. The patient was stabilized after the blood transfusions. The patient¿s stroke symptoms also subsided. There was no residual symptomology. The patient¿s pump parameters throughout this course were within normal limits.

Manufacturer narrative:
The admission regarding the gi bleed was reported under MFR. Report # 2916596-2014-02292. Approximate age of device ¿ 51 days. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.